Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the recharger was not charging like it used to. The patient clarified the recharger was charging and functioning as it should be. The patient was referring to their implant and not the recharger. The patient said the ins was not holding a charge like it used to. No symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The consumer reported that the ins was going down very quickly which started about a month ago. No further complications were reported.